Event description:
A female with a known history of aortic valve disease status-post aortic valve replacement with metallic valve in 1998 (treated with coumadin), and ischemic events in 2000 which left her with residual weakness and decreased sensation in left upper extremity. Pt was admitted in 2009 with acute onset of subarachnoid hemorrhage, headaches and seizures secondary to a fall and closed head injury. On the following month, pt needed IV access for pain medications. The left arm was wrapped in warm blankets from the blanket warmer and then an instant (disposable) warm pack was applied directly to the skin. The warm pack was removed and the left arm was noted to be "red" and cold compresses were applied. Upon reassessment (approx. One hour later), there were two red areas on the left forearm (2cmx1cm) and, one of the reddened areas near the wrist had a small blister. Note: external package under caution states in red letters: do not place directly on skin without a cover or towel, do not use on sensory impaired skin....